Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the suprarenal extension was confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the concomitant use with products outside the IFU (snorkel with non-elgx in rcia). However, the reported type 3b endoleak is in the proximal aorta, therefore, it is unclear if this caused the endoleak. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). The patient had previously undergone a coiling procedure on an unknown date to treat an inferior mesenteric artery (ima), and non-device related type ii endoleaks with non-endologix coils. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately four (4) years post initial procedure during a routine follow up, a type 3b endoleak was identified on a non contrast computed tomography (CT) and ultrasound. The physician completed a successful re-intervention and re-lined the existing stent grafts with an afx2 bifurcated stent graft and a vela infrarenal stent graft extension.